Event description:
A customer reported during a procedure the footswitch was not "moving" while attempting to perform the surgical steps. The surgery was completed using the same system and accessory with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).